Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument and on an alternate advia centaur instrument, both resulting lower than the initial result. It is unknown if the repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. After the discordant result was obtained, the customer proactively replaced the reagent readypack with a new pack of the same lot and ran the patient sample, which resulted lower. The customer also ran precision testing in replicates of two, which was acceptable. Based on the precision testing, there was no indication of instrument malfunction and this was considered as an isolated event. The customer did not obtain any further discordant results. The cause of the discordant, falsely elevated tni-ultra result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.